Manufacturer narrative:
Asku

Event description:
Asku

Event description:
It was noted the patient died approximately seven months following device system implant. Cause of death information has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary (B)(4) no anomalies found. Proximal segment returned and analyzed.

Event description:
It was noted the patient died approximately seven months following device system implant. Cause of death information has been requested and not received. Follow up with the nurse in the clinic reported she had no cause of death information, but could report that there had been no device or lead issues prior to death.